Event description:
The customer stated he was hospitalized due to hypoglycemia. The reported blood glucose reading was 27 mg/dl. Troubleshooting was performed and the programming on the insulin pump was correct. The customer stated there had not been any change in his activity level prior to the event. The customer stated he was not connected while manually priming the insulin pump the night prior to the event. The customer was advised to contact his doctor regarding a possible need to adjust the settings on his insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.